Event description:
Electrode cable junction would not connect properly. Did not sense or pick up a rhythm. Could not pace the pt. Family found pt unresponsive at home. No response to acls intervention efforts.